Manufacturer narrative:
H.6 evaluation: the sample was evaluated by the hosp. We are waiting the return of the sample which will be sent to smith healthcare mfg for eval. Upon the completion of their eval, a follow up report will be filed.